Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. This product wasreturned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Problem description: failed plunger force accuracy. Description: 8110_syr. Lab observations (condition of unit as received): the device was received in good condition. Investigation summary: report syringe failed plunger force accuracy during the check process was unable to reproduce. As received, the syringe was to perform plunger force accuracy same testing was repeated for couple times and passed. The returned unit was also performed a check in process and passed. Same testing was repeated couple times. No failure observed. Conclusion: report syringe failed plunger force accuracy during the check process was unable to reproduce. The syringe passed the entire check in process. Rework: no repaired is required. Recommend service to perform full calibration and check in test. Disposition: route to service for normal process. (B)(4). Tamper seal intact. Device received with plunger motion restricted at top range, issue with split nuts opening. (B)(4). Dis-assembled carriage assembly, examined and re-assembled it. No issues found with components, as it behaves as designed. Device re-assembled. Device calibrated and pmed. The failure of tests could not be duplicated.